Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (hip/buttocks). Site irritation was also reported. As treatment, a new pod was applied and insulin was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and the external portion of the soft cannula did not appear to damaged. No damages or defects to the device were found that would cause the soft cannula to be dislodged. A root cause for the reported dislodged cannula could not be determined. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. Further inspection of the soft cannula found a supplemental tear to the internal portion of the soft cannula which could also cause leaking.